Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was 600 mg/dl. The customer reported, the alarm was resolved by a complete set change. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer declined any troubleshooting for high blood glucose.